Manufacturer narrative:
Follow-up received on 23-sep-2016. (B)(4). It was confirmed by investigator that external coil rupture referred to a device breakage. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 27-sep-2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1394 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study, had essure (fallopian tube occlusion insert) inserted and during placement, external coil ruptured. This event, seen as device breakage, is non-serious and listed according to technical analysis. During difficult insertion, single cases have been reported of essure breakage. In this particular case, the exact circumstances of breakage were not informed. The insertion was easy but patient experienced pain. Considering the external coil ruptured during insertion, causality with essure use is assessed as related. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. According to technical analysis, there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.

Manufacturer narrative:
Device breakage questionnaire received on 20-oct-2016: patients personal data were updated. The breakage was diagnosed during the essure placement. Implant was broken. The breakage occurred outer coil, at the time of the implant release. The instructions in the IFU (instruction for use) were followed. Essure was not removed and the outcome of breakage or any associated condition is recovered. The device was not available. Device similar incident listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-oct-2016 for the following meddra preferred terms: device breakage: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study, had essure (fallopian tube occlusion insert) inserted and during placement, external coil ruptured. It was not removed and the patient recovered from breakage or any associated condition. This event, seen as device breakage is anticipated according to technical analysis. During difficult insertion, single cases have been reported of essure breakage. In this particular case, the exact circumstances of breakage were not informed. The insertion was easy but patient experienced pain. Considering the external coil ruptured during insertion, causality with essure use is assessed as related. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. According to technical analysis, there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.

Manufacturer narrative:
Updated to the quality-safety evaluation of ptc (ptc global number: (B)(4)) received on 16-dec-2016: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all fu steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Device similar incident listing: the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-dec-2016 for the following meddra preferred term: device breakage: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study, had essure (fallopian tube occlusion insert) inserted and during placement, external coil ruptured. It was not removed and the patient recovered from breakage or any associated condition. This event, seen as device breakage is anticipated according to technical analysis. During difficult insertion, single cases have been reported of essure breakage. In this particular case, the exact circumstances of breakage were not informed. The insertion was easy but patient experienced pain. Considering the external coil ruptured during insertion, causality with essure use is assessed as related. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. According to technical analysis, product quality defect could not be confirmed but is considered plausible.

Event description:
This study case report was received from an investigator in (B)(6) on 03-jul-2009 and refers to a (B)(6) female patient who was involved in an observational company-sponsored study, study number: (B)(4). Additional information was received on 15-nov-2011. Study description: study (B)(6) is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure permanent sterilization method, as measured by the absence of pregnancy. Patient number: (B)(6). On (B)(6) 2009 essure (fallopian tube occlusion insert) was inserted for permanent contraception. Her last menstrual period was on (B)(6) 2009. The procedure took 15 minutes. Uterine distension was done during procedure. Ostium of both sides was visualized and it was easy to introduce the catheter into the tubes. It was reported that external coil ruptured. However, bilateral placement was reported. Patient experienced pain during procedure. After insertion, condom was used as contraception. On (B)(6) 2009, radiography was done and showed that inserts were symmetric. Hsg was also performed and showed that inserts were in place (good position) with bilateral occlusion. On (B)(6) 2011 (at 2 year follow up visit), patient had endometrium polyp and endometrium ablation was scheduled. Ptc investigation result was received on 02-apr-2015. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 26-jun-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study, had essure (fallopian tube occlusion insert) inserted and during placement, external coil ruptured. This event, seen as device breakage, is non-serious and listed according to technical analysis. During difficult insertion, single cases have been reported of essure breakage. In this particular case, the exact circumstances of breakage were not informed. The insertion was easy but patient experienced pain. Considering the external coil ruptured during insertion, causality with essure use is assessed as related. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. According to technical analysis, there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.